Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the staff reported that the wound at the site of the implanted pump in the patient was infected. The product had been explanted, and the patient had passed away. The issue was resolved at the time of the report. The patient's medical history included cancer pain. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the pump was implanted on (B)(6) 2025 and the patient passed away in early (B)(6) 2025. Additional information received from a foreign health care provider (for, hcp) via distributor (dist) indicated that the mdt device or therapy was not causal or contributory with respect to the patient's passing. The pump was explanted on (B)(6) 2025. The cause of death was cancer and the patient passed on (B)(6) 2025. The patient was hospitalized prior to their passing and their admitting diagnosis was cancer. The drug in the pump at the time of the patient's passing was morphine and ropivacaine.